Event description:
It was reported upon arrival to pick up a dialysis patient for transport, the power feature of the pf2 did not work and the crew was unable to transition to manual operation either. The decision was made to dispatch a back up ambulance to continue the patient transport. The patient had not been loaded onto the stretcher at the time of incident. There ware no reports of adverse consequence to the patient as a result of the delay in transport.